Event description:
It was reported that in 2003, the pt underwent abominal surgery and gynecare intergel was spread throughout their abdomen. Shortly following pt's surgery, they developed "extreme pain, swelling, and other serious injuries." Additional information received in 2005 noted that on or about 2003, pt underwent abdominal surgery during which gynecare intergel was spread throughout their abdomen. Subsequently, unspecified injuries are alleged.

Event description:
Update: add'l info provided 9/05 noted that according to the pt, the following is alleged to have occurred: past and present complaints -- stomach pain, couldn't standrd straight, vomiting, large amount of weight loss, high blood pressure, limited bowel movement, skin color change, and leakage from vagina. Present complaints -- stomach pain, high blood pressure, and leakage from vagina.